Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The f-2 alarm was identified during the event history log review. The cause of the condition was determined to be damaged latch roller. This condition causes the downstream occlusion sensor to be out of range leading to an f-2 alarm. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-2 alarm (downstream occlusion was detected). No additional information is available.